Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery had possibly depleted early. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for recommended replacement time (rrt) occurred (B)(6) 013 at which time the battery voltage was <(> <<)>= 2.62v.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.